Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had new software release detected as well as failure of flash memory. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer stated that they also received a low battery alert. The customer stated that they changed battery in insulin pump and got a new software release detected alarm. The customer states after clearing the alert customer got failure of flash memory alarm. The customer states after insulin pump restart customer got a second new software release detected alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.